Manufacturer narrative:
Additional information: d4 expiration date, h4, h6 (update codes), h11. D4 expiration date: the expiration date for potential lot dr25l11048 is n/a. H4: the potential lot dr25l11048 was manufactured december 11, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this potential lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had a visible crack below the filter, leading to a blood leak. The issue occurred when spiking the blood bag to prime the set in the pediatric hematology/oncology/bmt med/surg unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the customer reported that the lot # may have been dr25l11048. D4: unique device identifier (UDI) # is based on the di information as the lot number was not provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.